Event description:
It was reported that the keypad was inoperable. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #5, #6, #7, #8 and the #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, "15" will be displayed; alphabetically: when the "abc" key is pressed, am will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.